Event description:
Major pump unit(s) problem: external control system failure.specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failure.additional text: multiple alarms.specific component(s) involved: other component malfunction.additional text:other component: unknown cause.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller; replacement of external battery.type: lvad